Event description:
The customer contacted physio-control to report that their device would not power on. The device readiness indicator displayed ¿ok.¿ there was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Date device returned to manufacturer, of the initial medwatch report indicates: (B)(4) 2014. Date device returned to manufacturer, of the initial medwatch report should indicate: (B)(4) 2014.

Manufacturer narrative:
The device was out of warranty. The customer requested to have the device returned to them and did not release the device for further evaluation. A cause of the reported failure could therefore not be determined.